Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) his bundle lead exhibited high thresholds, and a venogram showed occlusion. The physician removed the his bundle lead and replaced it with a left ventricular (lv) lead. No further patient complications have been reported as a result of this event.